Manufacturer narrative:
(B)(4). PMA/510(k) the rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. One of the complaint rt021 catheter mounts has only recently been returned to fisher & paykel healthcare in (B)(4). It is currently being investigated to determine if it had a malfunction. We will provide a follow up report once we have completed our investigation. Investigation still in progress.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) district manager that some rt021 catheter mounts had a cracked hose. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. Manufacturer narrative: method: one of the complaint rt021 catheter mounts was returned to fph (B)(4), and was visually inspected. Results: visual inspection revealed that the tubing cuff had split at the connector end. Conclusion: further investigation was conducted and it was determined that the splitting had occurred due to the inherent residual stress present on the extruded tube, which is a sourced component from an external supplier. We have since informed the supplier about the residual stress present on the extruded tube. We also made some improvements to our assembly process in an effort to mitigate the problem. All rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and be rejected from the production line. Our user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) district manager that some rt021 catheter mounts had a cracked hose. This was observed before use on a patient.